Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a potential reportable event. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would not charge and was reinitializing continuously. The reported event was confirmed. The probable cause is unable to be determined.